Event description:
It was reported by the customer's father that their insulin pump was alarming button error. Customer stated they did not recall any significant events that lead to the alarm or if the device was dropped, but it may have been exposed to perspiration. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 90 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.